Event description:
It was reported that cartridge did not fully snap into pump while customer was using pump case. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and cartridge, removed loose o-ring from pneumatic tap, cleaned area as instructed, and successfully reloaded original cartridge, after which insulin therapy was resumed; no additional follow-up information was received.